Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per case study, patient presents pain, polyethylene wear, lysis.

Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "x-ray image confirmed left hip poly wear and revision of liner and shell" but deemed the information insufficient and rejected it for a medical review. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patients' was revised due to pain and polyethylene wear. The provided medical information was submitted to a consulting clinician who confirmed poly wear and revision of liner and shell. However, the exact root cause of the event could not be determined because insufficient information was provided. Further information such as revision operative report, clinical and past medical history and follow up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
As per case study, patient presents pain, polyethylene wear, lysis.